Manufacturer narrative:
Company rep evaluated the unit. Customer was provided with a loaner, while the monitor is being returned to the company's repair center.

Event description:
Customer reported an issue with the passport xg monitor which may have affected spo2 monitoring. No pt injury was reported.